Manufacturer narrative:
Additional information has been requested from the original reporter. However, to date, no further information has been received.

Event description:
Patient has chronic pelvic pain as a result of using intergel during surgery. Patient underwent a myomectomy, a surgical procedure to remove fibroids but leave the uterus intact, preserving fertility. The surgeon used standard surgical approaches, in particular a laparotomy. Approximately two months after surgery, patient experienced discomfort on the left side of her pelvic area. There was inflammation, her blood tests were abnormal, and she was suffering chronic fatigue. About a year after surgery, she experienced more severe pain in her pelvic area. She underwent further tests, including laparoscopy. Ultimately, in 2005, in a laparoscopy, adhesions were identified, from pelvic wall to the sigmoid. Patient underwent additional surgery in 2006. Patient continues to have pelvic pain.